Event description:
During surgery, a needle holder broke and a portion popped off toward the pt's head. An x-ray was taken to assure that no other debris from the needle holder was in the surgical site. The x-ray was clear, no debirs was found. The pt was not injured.